Event description:
It was reported that this pacemaker was found to be in safety mode for three consecutive device resets with no magnet response. Technical services (ts) advised device replacement. This device was explanted replaced with a new pacemaker. No adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Event description:
It was reported that this pacemaker was found to be in safety mode for three consecutive device resets with no magnet response. Technical services (ts) advised device replacement. This device was explanted replaced with a new pacemaker. No adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated in the laboratory setting but review of stored latitude data confirmed a temporary error with the device's random access memory (ram). The device case was opened, and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.